Event description:
Biorci interference screw broke during an acl procedure using a hamstring graft. Break occurred during initial insertion. It was reported that no pt injury or complications resulted.